Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen and unknown morphine (unknown concentrations and doses) in an implantable pump for non-malignant pain. The pump was revised in (B)(6) 2016 due to movement in the pocket. No symptoms were reported. No further information was reported.

Event description:
Additional information from the health care professional indicated that they were unaware of the event as the patient was being followed by a different provider at the time, they could not provide further information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.